Event description:
It was reported that a patient follow up was sent for technical review after this right ventricular (rv) lead exhibited loss of capture in the unipolar and bipolar configurations. The impedance measurements appeared normal. A possible lead replacement was discussed. No adverse patient effects were reported. This lead remains implanted.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.